Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received multiple minimum fill estimates intermittently. Reportedly, the customer filled the cartridges with 110 units of insulin. The customer's blood glucose reached 277 mg/dl. Reportedly, the customer added more insulin to the cartridge and completed the load sequence successfully.